Event description:
Multi-axial screw has broken at the shank interface with the multi-axial body. The break occurred 9 months post-op from the original procedure, and one month post-op of revision of the original construct to add inter-body support.